Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the ancillary compartment and found the direction sensor was loose and replaced it. The cse checked the ancillary probe and adjusted the cuvette bottom position. The cse then checked the sample probe, wash sequence, position of reagent probe and aspiration probes, all were good and within specification. A siemens technical applications specialist (tas) followed-up after the cse's visit and performed a precision run for (B)(6) with a (B)(6) patient pool. The tas received multiple (B)(6) results. The tas ran precision runs for (B)(6) and troponin with no instrument issues found. The cse on a follow-up visit, replaced the wash separation cover, ancillary probe, ancillary diluter and reagent probe 3. The instrument continued to show issues. At this point, the customer has stopped running (B)(6) on this instrument. The following items were replaced: wash separation manifold, tubing (aspiration, re-suspend and acid), base pump, ancillary probe bubble detector assembly and dilutor for the ancillary probe. Decontamination was performed on the whole automation of the instrument. The following parts were replaced: water filter, degasser, tubing from automation system, tubing and fitting within the automation system. The water reservoir was also cleaned. The cse then performed a precision run (60 replicates) with a (B)(6) pool, showing one flyer. As a result, the luminometer, photon counter and bubble check sensor of the ancillary probe was replaced. A precision run of 75 replicates were tested, passing. The cse repeated the precision test again, passing. The cse returned for a follow-up visit. A precision run with a (B)(6) sample ran 150 replicates and was within range. (B)(6) has found to not have any discordant results since the last service visit. The cause of the discordant, (B)(6) is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result, above the cutoff for mandatory confirmation testing, was obtained on a patient sample on an advia centaur xpt instrument. The initial result was not reported out to the physician(s). The customer re-drew a sample from the patient. The sample was tested on an alternate advia centaur xp instrument, resulting (B)(6). The customer then repeated both draws on both instruments, all resulting (B)(6). It is unknown if the customer reported out a (B)(6) result. There are no known reports of adverse health consequences due to the discordant, (B)(6) result.